Manufacturer narrative:
Event date: the patient underwent the procedure on (B)(6) 2006, the exact date is unknown. The event was reported by the lawyer, mr. (B)(6). No contact details were provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the aneurysm ruptured during the embolization. The patient had subsequent 'dysfunctions of upper/lower extremities'. No further information was provided.

Event description:
It was reported that the aneurysm ruptured during the embolization. The patient had subsequent 'dysfunctions of upper/lower extremities'. No further information was provided.